Event description:
After starting IV and drawing blood, staff gathered supplies from patient area and noted to have needle stick and noted needle popped out of IV insertion device unintentionally.

Event description:
After starting IV and drawing blood, staff gathered supplies from patient area and noted to have needle stick and noted needle popped out of IV insertion device unintentionally.